Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was over 400 mg/dl. Customer mentioned the alarm was resolved by an infusion set change. After troubleshooting, customer will not be returning the device for analysis.